Event description:
The customer reported via phone call that his blood glucose was not appearing on the insulin pump's screen correctly. His blood glucose level transferred from the meter but it did not appear on the insulin pump's screen. It only appeared on the bolus screen when he tried to bolus. The self-test passed. The customer experienced some dizziness. The customer's blood glucose level was 44 mg/dl. He took 8 units of insulin. The customer went to hospital due to heart issues and was not diabetes related. The product was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.